Manufacturer narrative:
The product was received for evaluation. Additional information: device available for evaluation? Yes. Date returned to manufacturer: october 30, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger partially advanced with a lens observed to be stuck in the cartridge. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating that an inadequate amount of ophthalmic viscoelastic device (ovd) may have been used. No issues were identified with the cartridge, lens module, device assembly, plunger rod, and plunger rod advancement. The lens could not be removed from the cartridge for evaluation; however, the lead haptic was observed to be unfolded. No further evaluation was performed. The complaint issue "haptic damaged" was not identified during product evaluation. The observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: weight: unknown/not provided, however, not applicable, as there was no patient contact. Section b3: date of event: unknown; requested but not provided. The best estimate date is prior to or on sep 12, 2025. Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no patient contact. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was reported damaged, leading haptic behind the lens. It was reported that the case involved the right eye, however there was no patient contact. No further information was provided.